Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign objects identified in switch one during device evaluation could not be established. However, the most likely cause of the noisy image was traced to corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified foreign objects on switch one, and image noise was observed. There was no patient involvement.